Manufacturer narrative:
Device investigation: the catheter shows flattening between 0.0 and 3.5cm and an angled flat spot between 4.5 and 5.5cm from the distal tip. There are two flat spots 7.5 and 8.3cm from the tip, oriented at 90 degrees to one another. There are kinks (single axis bends) at 28 and 79cm from the distal tip. A 0.070" mandrel introduced into the hub meets resistance and stops completely 1cm short of the 79cm kink. The tip of the device is flattened such that a 0.041" mandrel cannot be introduced into the tip. The device is non-functional. Conclusion: the initial report indicated that the distal tip was bent during shipping which is inconsistent with the packaging of the device (device is packaged in a shipping tube to protect the device) and damage observed on the returned device. The kinks in the shaft and the flat spots between 0.0 and 5.5cm from the distal tip appear to be post event handling damage. In particular, the angled flat spot between 4.5 and 5.5cm is characteristic of an overlapped coil that has been crushed inside an envelope. The cause of the perpendicular ovalizations at 7.5 and 8.3cm from the tip cannot be determined. The kinks at 28 and 79cm from the distal tip appear to be post event packaging related.

Event description:
The distal tip of the neuron was bent during shipping. The neuron was not used in the pt.